Event description:
During our procedure, gastric bypass, the endo gia misfired 2 times in a row, 45 blue straight reload, which caused the attending to have to resect the top of the stomach and pouch and over-sew it.